Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately three years post filter deployment, CT revealed chronic dvt in the left proximal common femoral, left proximal deep femoral and left mid femoral veins. Approximately four years later, CT revealed all six larger metallic filter struts project outside of the ivc wall by up to 5 - 6 mm laterally and 1 cm in length. A posterior strut was embedded in the anterior inferior margin of the l4 vertebral body with surrounding bony sclerosis. A left lateral strut was located close to the posterior surface of the distal abdominal aorta. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for the pe post as there is no objective evidence to confirm the alleged deficiency. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2017).

Event description:
It was reported through the litigation process that approximately three years nine months post filter deployment a CT scan reportedly demonstrated the filter perforated and embedded. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient to prevent dvt/pe. At some time post filter deployment, it was alleged that the filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pe post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical device - expiry date: 05/2017.

Event description:
It was reported through the litigation process that approximately three years nine months post filter deployment a CT scan reportedly demonstrated the filter perforated and embedded. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient to prevent dvt/pe. At some time post filter deployment, it was alleged that the filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pe post implant; however, the current status of the patient is unknown.